Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 27 mg/dl. Customer was at their doctor's office when the incident occurred and doctor treated with a glucagon injection. Doctor then changed the customer's basal settings. No further details.